Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked bleeding lcd glass and cracked battery tube threads. Unable to performed displacement test due to cracked bleeding lcd noted.

Event description:
The customer reported via phone call that the screen was broken. The customer¿s blood glucose level was 119 mg/dl. The customer reported that the screen was showing gray with black line. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.